Manufacturer narrative:
The investigation is in progress. The conclusions will be provided within the follow-up report once the investigation is completed.

Event description:
Following the information provided the side rail mounting mechanism was bent as a result of being hit with an external object while in storage. As a result, the side rail lower arm detached, resulting in inability to lock the side rail in the raised position. No patient was involved, no injury was sustained.

Manufacturer narrative:
The review of post-market surveillance data and the investigation carried out at the manufacturer site revealed that the main factor which could lead to the side rail partial detachment might be related to an excessive force applied to the side rail. This is line with the side rail condition (it was mechanically damaged, the mounting plate was bent outwards as per photographic evidence provided) and with arjo technician¿s assessment. The instructions for use for enterprise 9000x (746-591-en rev. 15) includes the instructions for safe operation to avoid damage of the bed as follows: - "when the bed is operated, make sure that obstacles such as feet, oxygen bottles, beside furniture or any other objects do not restrict its movement.". - "hold the head board or foot board when pushing or pulling the bed; do not hold the side rails or any attached accessories.". - "check operation of split side rails daily." . Arjo device failed to meet its performance specification since the side rail lower arm was partially detached and the frame was bent. It is unknown if the bed was used for patient treatment when the malfunction occurred. This complaint is deemed reportable due to allegation of safety side partial detachment (lower arm insecure).

Event description:
Following the information provided by arjo representative the bed was in storage area and it was found by arjo technician that the lower right hand side rail was damaged. An arjo service technician suspected that the bed could have been hit during the storage. The inspection performed by the arjo service technician revealed that the part of the bed frame, where the safety side panel attaches, was bent. The side rail was partially detached (lower arm was insecure) and it was unable to safely or correctly lock into up position. Technician alleged that due to damaged part comprising the integrity of the rest of the bed, it could not be repaired. The bed was taken out of service with indication of disposal. There is no indication of patient involvement. No injury was sustained.